Event description:
The user facility reported three patients became distended during their procedures. In one case, a rectal tube was placed in order to relieve the distension. No medical intervention was needed for the other two cases. All procedures were completed with the same device. No patient suffered any long-term effects as a result of the distension.